Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone (2 mg at 0.20998 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported that during replacement, on (B)(6) 2019, patient undraped and patient had a small opening at the bottom of the pocket due to puncture from creation of the pocket. It was indicated the event was related to the implant procedure. The pump was re-positioned on (B)(6) 2019 and the old pump was returned to the manufacture. The patient's weight was (B)(6). The issue resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
Previously reported conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the pump was explanted/replaced on (B)(6) 2019. No further complications were reported.